Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the customer had an unspecified cartridge issue. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. Customer¿s blood glucose level was 120 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged touch screen issue was verified while based on the analysis, the alleged cartridge issue could not be verified.